Event description:
It was reported that during the implant procedure it was discovered that the pt needed a higher output ICD; this device did not provide enough joules to convert the pt at implant. Therefore, this ICD was not implanted.